Manufacturer narrative:
A non-conformance review was conducted for lot 2328307464 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. The complaint device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported issue. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that after the nasoenteral tube was inserted, the weight of the tube came loose inside the patient, making it necessary to remove it by egd (esophagogastroduodenoscopy). No further information is able to be obtained as the event was reported anonymously to anvisa in brazil.